Event description:
Pt presented to clinic for pump fill and reprogramming. Program was changed from "simple continuous" to "complex" program with an increase overall dose 20% 1400-2300. Calculations were made and pt's dose was doubled accidentally. The total mg/day showed 4.400 mcg up from 2.0 mcg/d. The program was checked but the error was not found until 2 days later when the pt presented to the clinic feeling nauseated and drowsy. The pt was hospitalized the next day.